Event description:
It was reported that the patient presented for device upgrade procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and episodes of false at/af. Programming changes were made. The patient was stable.